Manufacturer narrative:
The unit was received with no up and down button response due to corroded keypad traces. No button error alarm was noted during testing. The unit was received with minor scratches on the display window, a cracked case at display window corners, cracks on the reservoir tube lip, a cracked reservoir tube window through reservoir tube, cracked on battery tube threads, and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error and they were unable to clear it. Customer stated that the buttons were not working. Customer's blood glucose reading at the time of the call was 5.4 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.